Manufacturer narrative:
The product related to this complaint is product code: 8888145049, product description: 14.5 fr palindrome with slots, heparin coating and anti-microbial sleeve catheter, 28 cm implant length, 45 cm overall length (oal) and product lot number: 117669. A device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no ncrs related to the reported issue for the involved lot. The sample consisted of one 14.5 fr palindrome catheter. The catheter came inside a plastic bag and it presented signs of use (presence of blood). A visual inspection was performed and a hole was found on the joint of the catheter, below the hub. Additionally the sample was cut approx. 2 cm below the cuff. Functional testing was required (underwater test), bubbles were detected; they were coming out below the hub, from the lumen which corresponds to the venous extension. The lumen related to the arterial extension did not show bubbles during the test. As per the instructions for use, the customer has to perform a visual inspection before using the device. The catheter tubing can tear when subjected to excessive force and rough edges. Inspect the catheter frequently for nicks scrapes and cuts which could impair its performance. Based on the complaint description the device functioned as intended for approximately 1 year and 8 months; therefore, it can be concluded that the product was manufactured according to specifications and functioned as intended for the reported amount of time, and a cause could not be related to manufacturing activities. With the available information, the most probable root cause could be considered as misuse (leak could be caused due to excessive force, sharp objects or due to an inappropriate use of cleaning agents.) This failure mode is being addressed by a corrective and preventative action (CAPA) and health hazard evaluation (hhe) therefore it is being referenced in this complaint. No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 08/14/2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports a leak in the y junction (bifurcate). The catheter placement date was (B)(6) 2013. The date of the incident was (B)(6) 2015. The catheter was removed on (B)(6) 2015. The patient does not have any injuries as a result of the event.